Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 8.0 mmol/l. The customer states she is having trouble with her pump. She noted the o-ring has come out of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.